Manufacturer narrative:
Insulin pump passed all functional tests. Insulin pump received with depleted battery. No cosmetic damage noted.

Event description:
It was reported that the customer has passed away in a hospital. The caller stated that the cause of death was a blood clot; the customer was on blood thinners, so he kept bleeding. The customer was hospitalized on (B)(6) 2015, and then on (B)(6) 2015 was transported. The customer had pancreatic cancer. The customer's blood glucose at the time of death was 200 mg/dl. The last recorded blood glucose value was on (B)(6) 2015. The customer was not wearing the insulin pump at the time of death; he had been off the insulin pump from 11 days, (B)(6) 2015. The doctor did not allow the customer to use the insulin pump. The customer was using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.